Event description:
Caller alleged discrepant inratio results. Results as follows: pt 7 - inratio2: 4.9; re-test: 2.6; lab (acl 7000) 2.6. Inratio results were obtained within a couple of minutes of each other using different inratio2 meters. Customer did not specify which inratio2 meter was used to obtain results. Venous sample was drawn a couple of minutes after meter testing. No pt info was provided. Technical services is replacing customers inratio2 meters and sending new strip lot.

Manufacturer narrative:
Investigation pending.